Event description:
It was reported that a pericardial effusion occured during a case in the clarity clinical study. The adverse event occurred on (B)(6) 2010 and the procedure was completed on (B)(6) 2010. The event was described as procedure related and disappeared after a few days without any treatment. The patient recovered on (B)(6) 2010 and the prognosis was described as satisfactory.

Manufacturer narrative:
(B)(4).the product was not returned to biosense webster for investigation.